Event description:
Epidural catheter connector occluding tubing. Anesthesiologist placed epidural catheter. After placing connector, provider was unable to push fluid/medication through catheter. Provider removed and replaced catheter. Same issue occurred again. Epidural placed a third time with different epidural tray and no issues. All perifix fx continuous epidural anesthesia tray lot 0061799699 trays pulled from l&d anesthesia carts. Currently, we only have (1) lot# 0061799699 in supply. We will pull the current lot # when the vender delivers a new supply.